Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that a firmware upgrade on the imaging system failed. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the charger did not pass all tests and one of slot of gui was blank. Analysis found that the reported event was related to a electrical issue.